Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, user misuse, or improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.